Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test at 0.08795 inches. Unit was programmed with a fix prime and monitored. The units left on status screen matched the units left inside reservoir. Pump had cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 40 mg/dl at the time of the incident, and all the insulin that had been recently filled was out. The customer was at 65 mg/dl at the time of admission. The customer was given food to treat. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes that the pump over-delivered. The insulin pump was returned for analysis.